Event description:
It was reported that stent damage occurred. A 4.00 x 20 synergy balloon expandable stent was selected to the target lesion within the coronary artery. During advancement, 4.00 x 20 synergy balloon expandable stent became damaged. Stent placement and implantation was not possible. The 4.00 x 20 synergy balloon expandable stent was carefully removed from the patient. The procedure was completed. There were no patient complications reported in relation to this event.

Manufacturer narrative:
D4: lot number - updated from unknown to 0026903831. Device evaluation by MFR: a 4.00 x 30 mm synergy stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 4.00 x 20 synergy balloon expandable stent was selected to the target lesion within the coronary artery. During advancement, 4.00 x 20 synergy balloon expandable stent became damaged. Stent placement and implantation was not possible. The 4.00 x 20 synergy balloon expandable stent was was carefully removed from the patient. The procedure was completed. There were no patient complications reported in relation to this event.